Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An intuitrak bifurcated stent graft and a suprarenal cuff was initially implanted. The eight (8) year follow-up cta showed the presence of significant aneurysm enlargement, a type ia endoleak and a type iiib endoleak of the bifurcated. It was noted that the patient was hospitalized over the weekend. A re-intervention is scheduled for (B)(6) 2018 at the same facility and same doctor. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak of the main body and secondary endovascular. The clinical assessment also determined that there was evidence to reasonably suggest sac growth occurred that was not included in the event as reported. The sac growth was discovered during the review of the 42 month post implant CT scan. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported stable post the secondary endovascular procedure. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx device on (B)(6) 2018. In addition, clinical assessment confirmed that aneurysm sac growth was also present at the time of the event.